Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. The catheter terminated at the 50cm depth marking. Material discoloration was evident at the apices of the split. Microscopic inspection of the distal tip of the sample revealed striations typical of a sharp instrument cut. Adhesive residues extended from the luer hub to the 8cm depth marking. Two partially circumferential splits were observed at the 5cm and 9cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from the sites of the aforementioned splits. The sample kinked preferentially at the split sites during manual manipulation. Microscopic inspection of the splits revealed rounded edges. Material buckling was apparent in the vicinities of the splits. Material discoloration was evident at the apices of the splits. The split characteristics were typical of damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form a crack in the catheter. A lot history review (lhr) of rezl0197 showed no other similar product complaint(s) from this lot number.

Event description:
Health professional reported that they inserted a PICC in the right median cubital fossa on (B)(6) 2016 with 42 cm in and 8 cm out. A hole in the PICC was observed under the wing when injecting chemotherapy which leaked externally. The PICC was removed (B)(6) 2016. Patient is being treated breast and rectal cancer with folfiri chemotherapy. On 08/02/2016 - evaluation of the returned sample shows a leak at the 9cm depth marking which is in the subcutaneous region of the catheter. There are also leaks from the same root cause in the external region of the catheter.